Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was being changed out. There were concerns that the battery did not last as long as expected. No adverse patient effects were reported. It is unknown whether or not this product will be returned.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Updated longevity estimations were distributed in january, 2004. This issue is discussed in our q2 2010 crm product performance report.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.